Event description:
Opened a gentac silcone island dressing to prepare for a dressing change and noted that the center of the dressing which would be applied to a wound was extremely sticky. In the past, this part of the gentac was non-adherent in character. Lot number: 10324010008. Due to the excessive stickiness, the dressing was not used. Remaining gentac dressings removed from stock.